Event description:
It was reported that the procedure was the treat a mildly tortuous, and mildly calcified right coronary artery. A 2.75 x 20 mm nc trek was advanced to the lesion for pre-dilatation and pressurized to 6 atmospheres when the balloon ruptured. A new same size trek was used for pre-dilatation. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, there is no indication of a product deficiency.